Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection as an infected knee prosthesis.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 1 year and 10 months. The reason for explanting the device was not provided. No further details were reported.

Event description:
Preoperative diagnosis: prosthetic valve endocarditis. Title of procedure: third time re-operative mitral valve replacement with aggressive debridement of the mitral. Indications: the patient is a (B)(6) year-old woman with a history of multiple previous cardiac procedures. The patient originally underwent mitral valve repair many years ago which failed and this was followed by mechanical mitral valve replacement. The patient had experienced difficulty with coumadin anticoagulation. The patient was referred for bioprosthetic replacement more than a year ago and her mitral valve was replaced with a #27 edwards pericardial tissue heart valve. The patient had done fairly well until more recently when she developed infected knee prostheses. She was ultimately diagnosed with sepsis and prosthetic valve endocarditis with beta hemolytic strep was identified. As a result, she was admitted and treated with antibiotics. The patient was in poor nutritional condition and, therefore, a period of enteral feeding and antibiotics was allowed so that she could recover from her catabolic state. Serial echocardiograms demonstrated vegetations on her mitral prosthesis and ultimately, a paravalvular dehiscence was also noted. There was no evidence of a tricuspid or aortic valve endocarditis. Procedure: the mitral valve prosthesis was excised. There appeared to be dehiscence in the anterior aspect of the posteromedial area. Endocarditis, source: infected knee prosthesis.